Event description:
Additional information received indicates that the patient stopped using their system because they felt they never had effective therapy. As a result, the patient underwent surgical intervention during which the system was explanted. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-14909, 3006705815-2021-02980. It was reported the patient may undergo surgical intervention to explant their system for an unknown reason. No further information is available at this time.